Event description:
The surgeon informed the depuy mitek sales representative that, he had implanted a biointrafix screw and the pt developed synovitis. The graft was an achilles tendon. The pt was treated with antibiotics.